Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working during a total knee arthroplasty procedure. An attempt to replace the handpiece batteries was unable to return the device to operable condition. The surgery was delayed approximately 3 minutes and was completed with another device. There was no report of patient injury associated with the event.